Event description:
The customer was hospitalized for ketoacidosis and dehydration. It was reported that the doctor felt the cause of her hospitalization was not pump related and customer remained wearing the device while in the hosp. Troubleshooting was performed. Parameters in the pump were correct and insulin exited. Advise customer to discontinue the pump use and call her doctor for a back up plan of manual injections.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.